Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a pdf AED summary was provided. Review of the summary report indicated numerous 'pads off' prompts and lack of an ECG signal up until the approximate 2 minute mark, wide ranges of amplitudes, and the shock advisories without shocks being delivered (which occurs due to the device detecting artifact and another 'pads off' indicating a poor signal, and the g5's rhythmx algorithm continually analysis the ECG rhythm and will disarm the device if it determines a shock is no longer warranted after an initial shock advisory) are evidence of poor coupling between the pads and the patient. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.